Event description:
The patient stopped using the implantable neurostimulator because, the patient felt sharp pain and shocks at settings that also helped with pain. This started approximately 2 weeks after a spinal fusion surgery. The patient stopped recharging the device and the battery went into a state of overdischarge. The field representative was notified of the situation and called to reeducate the patient on recharging. A recharge manual was sent to the patient. The patient was seen in clinic. The patient was instructed to do a physician mode recharge at home. Two days later, the patient was back in the office. The programmer showed a message that the neurostimulator was discharged. The patient also had severe swelling in his legs and lower belly. The association with these symptoms and the device was not known. The patient had 2 implantable neurostimulator systems. Please see mfg report #3004209178-2009-03843. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Event description:
Additional information received reported that neurostimulator model 37713, serial (B)(4) was explanted and replaced (see MFR. Rep. # 3004209178-2012-03540) before the date of this complaint. This complaint should be on an unknown device. See MFR. Rep. #3004209178-2009-03843 for additional information related to this complaint.

Manufacturer narrative:
(B) (4).